Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was duplicated and attributed to a faulty transient voltage supressor diode on the dock connector board. The dock connector board will be replaced once the repair estimate is approved. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.